Manufacturer narrative:
(B)(4). The customer's meter (B)(4) was returned and the complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. Both readings reported by the customer were not present in the meter's memory log.

Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 394 mg/dl and 128 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.